Event description:
Pt reported that device keeps generating cartridge/adapter alerts and that their blood glucose keeps going up after bolusing (blood glucose levels in 200-300's [mg/dl]), pt does not feel they are getting enough insulin when they bolus. No treatment was received as a result of these events.